Event description:
Additional information was received that the patient was a centrimag patient only.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was clarified that the patient did not have a heartmate 3 left ventricular assist system (lvas), and there was therefore no complaint against the heartmate 3 lvas. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse event that may be associated with the use of the heartmate 3 lvas. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not yet provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was treated with a centrimag device and was bleeding at the mediastinum. There was bleeding at the outflow graft of the left ventricular assist device (lvad) due to a rupture.